Event description:
Caller states that she has been unable to test her blood glucose due to the device having no power. Customer states that she felt hyperglycemic and went to the hosp where she tested with high blood glucose. She states that she is unsure of the treatment that she rec'd . No values from the hosp were reported. Requested return of suspect device and replacement was sent.